Manufacturer narrative:
The event occurred outside the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Customer reported that between march and (B)(6) 2016, she experienced episodes where she has needed medical assistance as a result of hypoglycemic episodes. Patient could only provide very limited details relating to these episodes. Patient believes that these hypoglycaemic episodes were result of inaccurate delivery of insulin by pump. Also believes that high and low blood glucose readings that she has experienced ever since she started on insight pump are due to over and under delivery of insulin by pump. A request was made for the return of the device.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review and remediation effort based on errors that occurred in the submission of mdrs for incorrect manufacturer name and/or address. A non-conformance report (ncr) ¿ (B)(4) to implement corrective actions was opened on january 29, 2025. Device performance and/or risk profile are not impacted.